Event description:
On 18-nov-2025, pentax medical became aware of an event involving a pentax medical video gastroscope model eg-2990i serial number (B)(6) in china within the apac region. During preparation for an endoscopic procedure, the endoscopic image was not displayed on the monitor. As a result of inspection at the facility, it was considered that damage occurred due to the patient biting the insertion tube of the endoscope and a leak and water ingress occurred. The patient's procedure was performed by replacing the endoscope with an alternative device, but the procedure was delayed. There was no report of patient harm. This event occurred before use. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information. B4: date of this report - updated. D8: was this device ever serviced by a third party? - "unknown" to "yes". G1: contact office - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions-updated. Evaluation summary the reported event was no screen display. A pentax medical engineer consulted with hospital staff and confirmed that the malfunction was identified during the pre-use check. No patient harm was reported, and the procedure was successfully completed using a backup device. Based on the investigation, a potential root cause of this failure was that prolonged and frequent use of the equipment, combined with inadequate maintenance of the endoscope, resulted in wear of internal components and subsequent malfunction. A definitive root cause of the reported issue could not be identified. No patient harm was reported in association with this event. The device was repaired by a third party and returned to the hospital. The hospital was reminded to ensure that daily operations and reprocessing procedures comply with the instructions for use (IFU). Investigation completion and return date: 12-jan-2026 a device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 05-jul-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 26-jul-2021. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.